Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a level 1 h-1000 fluid warmer had heat and smoke detected, and was suspected to be bad. The equipment was not in use when the event occurred. No patient injury was reported.

Manufacturer narrative:
The reported level 1® h-1000 fluid warmer was received in used condition. To perform functional testing, the device was filled with water and fitted with a temperature check and test disposable. The device was then powered on and it was found to heat and circulate the water as intended. The device was left to run for one hour; the device temperature stabilized within specification and no issues were observed. After the completion of functional testing, the device was powered down and the back of the device was visually inspected. Inspection revealed evidence of water/fluid damage present on the printed circuit board; however, no leaking was observed during testing. Additionally it was noted that the return elbow in the device appeared to be new and the silicon bead used during repair/manufacturing was missing. A review of the device history was unable to find any record of the device being returned to smiths medical for repair; therefore, the cause of the missing silicone bead is unknown. Investigation could not determine the root cause of the reported smoke/burning smell; however, evidence of leakage was observed during examination. (B)(4).